Event description:
It was observed that during the device evaluation, the video scope exhibited the distal end has residual liquid. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end has residual liquid. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failures is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.